Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the replacement device resolved the issue. No further complications reported/ anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they have been getting rm04 and the ins only charges to 80% in 1.5 hr. This patient reported that the ins was down to zero and went to charge but it was draining the top battery. The patient reset the controller but kept getting rm04 but it does not last and the message continues to appear. No patient complications have been reported because of this event.